Event description:
Near the end of a cardiopulmonary bypass procedure, the pressure monitor separator, which is a component within the perfusion tubing pack, separated from the stopcock, spraying blood on the perfusionist. The blood loss was minimal as the line was immediately clamped off. No medical intervention was required to compensate for the minimal blood loss and there was no pt detriment.